Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter-defibrillator exhibited backup vvi. After device download, normal function resumed. There were no consequences to the patient.

Manufacturer narrative:
The awareness date should have been (B)(6) 2019 rather than (B)(6) 2019.